Manufacturer narrative:
The insulin pump was received with unresponsive act button due to corroded keypad traces. The insulin pump was received with cracked case at the display window corners, cracked display window cracked battery tube threads, minor scratches on the display window, broken belt clip slot and stained end cap sticker. The insulin pump involved in this event is the paradigm real-time veo insulin infusion pump, which is not marketed in the united states. However, the device is similar to the paradigm real-time insulin infusion pump, which is marketed in the united states.

Event description:
Customer reported via phone call damage on the insulin pump. Customer stated there were many scratches on the display window and cracks near the battery compartment. Customer was advised to discontinue use of the device and revert to a backup plan. Customer was advised that the device would be replaced and agreed to return the product for analysis.